Event description:
Boston scientific received information that this right atrial (ra) lead was noted to have loss of capture (loc) and low p-waves. These issues were noted during a device replacement procedure so the physician believes the lead may have been bumped during the implant or explant. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.